Event description:
It was reported that prior to an unknown procedure, there was a gap between the reload and the retaining cap before the package opened, and some staple legs came out. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results showed that one ecr60d reload was received with the staple retainer not fully seated. The reload was unfired and out of its sterile package. The reload was placed into a test device and was tested for functionality; the device achieved a complete 3-strokes and fired without any difficulties noted. It should be noted that at finished goods the instruments are visually inspected based on a sample. A 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.